Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurry and dark. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the device had blurry image, nevertheless that would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.